Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip and a cracked reservoir tube.

Event description:
It was reported that the customer had high blood glucose levels of 499 mg/dl. The customer reported that the opening of the reservoir compartment of the insulin pump was broken. The customer reported locking the reservoir into place when the casing of the insulin pump broke. The customer reported being unable to deliver insulin from the insulin pump as a result. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).